Event description:
It was reported that a revision surgery was performed due to adverse reaction to metal debris.

Manufacturer narrative:
The associated complaint device was not returned for evaluation the associated complaint device was not returned for evaluation. Our clinical/medical investigation concluded: based on the lack of information, the ¿adverse reaction to metal debris¿ is not supported and cannot be concluded at this time. Should any relevant clinical/medical information become available the complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.